Event description:
Unable to monitor bs; a new sensor was applied on (B)(6) 2021 but reader unable to read, noticed that the thin needle sticking out from the center of the sensor. First incident approximately a month ago, a new sensor was applied but reader unable to detect, when sensor was taken off, noticed needle was bent and some "corrosion" noted, company was called sensor was sent back and replacement was sent. Product freestyle libre 14 day flash glucose monitoring system. Another incident similar to this approximately a month ago. FDA safety report ID # (B)(4).